Event description:
It was reported that an asymptomatic presented in clinic for a routine follow up, inappropriate therapy was observed due to t-wave oversensing. The oversensing was confirmed on a stored egm. It was recommended to reprogram the device. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.